Manufacturer narrative:
Vasovagal symptoms are listed in the coolsculpting user manual as rare but expected side effects. Vasovagal symptoms may include dizziness, lightheadedness, nausea, flushing, sweating, or fainting during or immediately after the treatment. Known triggers of vasovagal syncope include pain, trauma, sudden positional change or orthostatic hypotension, nervousness, hypoglycemia and stress. Common practice in the prevention and management of the vasovagal reaction can also be used in taking care of patients who develop vasovagal during coolsculpting, including removal of source of trauma (stopping treatment), having patient lie down or gradually and cautiously move towards the upright position.

Event description:
Allergan received report from a treatment provider that a patient was treated with coolsculpting on (B)(6) 2019 and experienced symptoms of dizziness and lightheadedness during treatment. The patient got up during treatment, took off the applicator and walked out of the treatment room. The patient fainted, struck his head against a desk, chipped a tooth and sustained a cut on his head requiring stitches. The medical practice reported that the patient recovered without any further complication.